Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (erbe) was analyzed and the reported issue could not be confirmed via logs but was replicated during failure analysis inspection. The unit was tested on the system, and issues were present with instrument recognition on bipolar port 2 and monopolar port 2. Bipolar port 2 was found to have a corroded or dirty pogo pin. Test operations ran successfully on bipolar port 1 and monopolar port1. The instrument detection service routine was run, revealing that all ports have issues detecting test instruments. Detection was delayed or intermittent on all ports; monopolar port 2 did not detect instruments at all. Slight movement of the test instrument connectors resulted in loss of recognition. The probable root cause is attributed to a component failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there were intermittent firing issues with monopolar and bipolar energy due to receptacle port loose connection. The procedure was completing as planned with no reported injury.